Manufacturer narrative:
The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, the surgeon was performing the tightening of the screws when two screws were broken. The surgeon could not remove them, and left them in the skull and close the cranium. This is report 2 of 2 for complaint (B)(4). This complaint is for an unknown screw.

Manufacturer narrative:
Additional narrative: relevant tests/laboratory data added: x-ray received on (B)(6) 2013.